Event description:
Fenestrated bipolar grasper for davinci xi robot. Wire exposed near tip of instrument. Instrument was inside patient's abdomen approximately 30 seconds before noticed. The staff noticed a small cable was broken on the articulating head of the instrument upon entering the patient robotically. Nothing broke off in the patient nor did this harm the patient in any way. They removed the instrument once they saw the broken cable, and placed it in a biohazard bag for me to refer to for the rl. The instrument was on its 8 out of 10 lives.

Event description:
Fenestrated bipolar grasper for davinci xi robot. Wire exposed near tip of instrument. Instrument was inside patients abdomen approximately 30 seconds before noticed. The staff noticed a small cable was broken on the articulating head of the instrument upon entering the patient robotically. Nothing broke off in the patient nor did this harm the patient in any way. They removed the instrument once they saw the broken cable, and placed it in a biohazard bag for me to refer to for the rl. The instrument was on its 8 out of 10 lives.